Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were falling out of the jaws of the device. The clips were retrieved. Another device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Added additional information. The analysis result showed that the er320 instrument was received empty and with the jaws were found to be in a yielded condition making the device non-functional. Upon cycling, the device was noted to be empty and the lockout had been fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Possible causes for the yielded condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.